Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 598 mg/dl and sensor glucose was 40 at the time of incident when it triggered threshold suspend. The customer's blood glucose was 188 mg/dl at the time of call. The customer stated that he got a sandwich and blood glucose was 73 mg/dl. The customer also stated that he received multiple calibration error alarms. The customer stated that he received a bad sensor alert after a calibration error alarm. The customer's blood glucose was around 82 mg/dl at the end of the call. The sensor will be returned for analysis.